Event description:
It was learned that a 19mm bioprosthetic valve presented with restricted orifice area, minor central regurgitation and paravalvular regurgitation (pvl). Decision was made to treat patient via tavr but procedure was unsuccesful due to prevailing paravalvular leak. Surgeon attempted to close pvl but was unsuccessful leading to subsequent explant of valve and replacement with bioprosthetic valve. Patient was discharged.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer. Without receipt of the explanted device the reported clinical observation cannot be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic,. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.